Event description:
Pharmacist reported on behalf of consumer that two of the Nano pen needles broke off into the injection site during injection. He stated that the consumer used a pair of pliars to remove the needle from the site. He also stated that there were two separate occurrences. There was no mention of medical intervention.I advised the pharmacist to have the consumer contact us to discuss further.Lot #: 5336026.Catalog #: 320122.Date of Event: unknown.Samples: discarded.

Manufacturer narrative:
Investigation Summary: The investigation is currently in progress. Once the investigation is completed, a detailed summary will be provided.